Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a red screen error¿ was confirmed through power up test. The probable cause was the printed wiring assembly (pwd), main board and therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing the device had a red screen error¿; during device evaluation the complaint was confirmed. The probable cause was the printed wiring assembly, main board. There were no patient involvement and patient harm.